Manufacturer narrative:
Reported event: an event regarding disassociation involving a mako reamer handle was reported. The event was confirmed. Method & results: product evaluation and results: visual inspection confirmed the event. Screw missing from device. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there are other complaints with a similar failure mode for this lot. Conclusions: the alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product nonconformity or unanticipated hazard.

Event description:
No new information.

Event description:
Screws missing from offset reamer. Case type / application: tha 4.1.